Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as: 2134265-2017-01231, 2134265-2017-01232, 2134265-2017-01234. It was reported that the patient experienced severe bruising and pain. On (B)(6) 2014 the patient presented with chest pain and fluttering in chest, 8/10 sharp chest pain that varies in duration and is resolved with tums. Radiation in right arm and neck, no nausea or vomiting. Dizziness and palpitations with associated dyspnea and a leg cramp. Dull ache in right leg. A venous reflux study was advised. Two days later a venous insufficiency evaluation was performed on the bilateral common femoral vein (cfv) and bilateral great saphenous vein, reflux was noted. On (B)(6) 2014 surgery was performed. Right and left superficial femoral venous access obtained. Intravascular ultrasound (ivus) was performed. Compression of the right and left common iliac vein (civ), external iliac vein (eiv) extending into the cfv bilaterally was demonstrated and were greater than 50% compressed. Based on the finding, it was decided to move forward with stenting of the right and left civ and eiv extending into the bilateral cfv. A 14x90 and 18x90 wallstent® endoprostheses were inserted through the right and left access system and deployed simultaneously across the right and left civ lesion, extending into the inferior vena cava (ivc). The stents were post dilated with xxl balloons, with 2 inflations. Through the left access system a 12x90 wallstent® was inserted and deployed across the left eiv lesion. Through the right access system a 12x90 wallstent® was inserted and deployed across the right eiv lesion. The stents were post-dilated with xxl balloons with two inflations. Ivus was performed on the ivc, right and left civ and eiv which demonstrated good wall apposition and good stent placement. The patient was transferred to the recovery room in stable condition. The procedure was considered successful bilateral civ and eiv stent deployment for iliac vein compression syndrome and there were no complications. The patient was prescribed clopidogrel for 6 months and discharged on the day following the procedure. On (B)(6) 2014 the patient presented for a follow up appointment and reported that since the procedure the leg cramps, edema and pain have improved. Her venous clinical severity score (vcss) had improved from 7 to 3. The patient reported occasional palpitations, dizziness, right calf cramp, fatigue, and gastroesophageal reflux disease. On (B)(6) 2014 the patient presented for follow up and reported lower extremity cramps every night and minimal edema. Her leg pain has resolved since stenting procedure. The vcss score remains at a 3. On (B)(6) 2015 the patient presented for follow up and reported occasional palpitations, fatigue and dizziness, "pinching" pain to the right lower abdomen with 5/10 on pain scale. The patient reported no leg cramping and vcss had fallen to 2. Patient was advised to discontinue clopidogrel as it was 6 months post procedure. The legal complaint further states that the patient experienced; "legs were severely bruised and she developed pain in her pelvic area near the stents. The patient also developed pain in her feet that has affected her ability to walk." There were no further patient complications reported.